Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly and the pull wire was fractured. The pusher assembly was fractured. The pusher assembly was kinked in multiple locations. The embolization coil was detached from its pusher assembly. The smart coil¿s embolization coil was detached from its pusher assembly and, therefore, the smart coil was not functionally tested conclusions: evaluation of the returned smart coil revealed that the pet lock was broken and the embolization coil was detached. If the handle is attached to the proximal end of the pusher assembly and actuated, the pet lock will break, the pull wire will retract, and the embolization coil will detach from its pusher assembly. However, if the patient¿s anatomy is tortuous or friction is build up inside the pusher assembly, and the friction overcoming the strength of the handle pull force or manual detachment force. The embolization coil may not detach. Upon retraction of the device out of the non-penumbra catheter after an attempt to detach the coil, the friction that was built up inside the pusher assembly will likely decrease allowing the coil to detach from its pusher assembly. Further evaluation revealed that the pusher assembly was fractured on the proximal end. This fractured was likely from an attempt to manually detach the smart coil during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2018-01381.

Event description:
The patient was undergoing a coil embolization procedure in the right vertebral artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician placed ten non-penumbra coils and five smart coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a new smart coil in the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the physician manually pulled the pull wire of the smart coil pusher assembly; however, the smart coil did not detach. The physician then decided to remove the smart coil; however, during retraction, the smart coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached coil was removed and the detached coil washed out. The procedure was completed using the same microcatheter and two other coils. There was no report of an adverse effect to the patient.